Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed incoming vxi testing due to device intermittent operation. Analysis also noted that the upper and lower cases and the bail cover were broken and contaminated and that the battery drawer, battery latch, o-ring battery latch and o-ring battery drawer were contaminated. The device was to be scrapped in-house. (B)(4).